Event description:
Procedure type: lap chole. According to the reporter: during the case, a piece fell off the device into pt's cavity and was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.